Manufacturer narrative:
The device was not returned to olympus for inspection so the reported failure could not be confirmed. Based on the results of the investigation, a root cause could not be determined as the device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had an e315 error. This issue occurred during setup. There were no reports of patient harm.